Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet user experienced a software-related screen interaction issue in which the device displayed drops but only allowed selection of ¿no,¿ preventing confirmation of ¿yes,¿ and the family requested a replacement; the user stopped wearing the ilet and used backup therapy while allowing the device to power down and restart as advised. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included continued therapy via backup methods and planned device replacement with instructions to shut down the ilet and to complete a fresh startup on the replacement device. Investigation included customer service assessment and discussion of a known software issue with the affected user interface behavior and inspection of the returned device. Investigation of this device revealed a device software malfunction consistent with a known user interface defect, with no evidence of a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a software design or performance issue.